Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Pump alarms with customer supplied cassette. With other cassettes it works just fine. Suspect a faulty cassette. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that following an infusion change with a smiths medical cadd legacy plus pump, occlusion alarm was noted. It was also reported that the patient tried to resolve the issue as instructed, but the alarm persisted. The reporter noted that the customer received the pump, filled the cassette with water for injection and set it to run. The pump initially ran as intended, then after about an hour it started to emit the single ?beep" noise at each pump revolution and continued all day. No adverse effects were reported.